Event description:
It was reported that during a da vinci-assisted unknown thoracic surgical procedure, the customer encountered a recoverable error with not connected to the vision side cart (vsc) message on the surgeon side console (ssc) touchpad. Someone in the operating room stepped on some cables and the screen had rainbow colors. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended power cycling the system and reseating all blue fiber cables. The surgeon elected to convert to a laparoscopic surgery without performing any troubleshooting steps. Isi followed up with the initial reporter and confirmed that the laparoscopic procedure was completed successfully with no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse powered on the vision side cart (vsc), but it would not power on to get into standby mode. The fse found dried liquid inside the front bezel, on the video slicer #1 and #2 boards, and on isi core controller (icc) board. The fse replaced the isi core assembly to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the isi core assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The isi core unit was tested on the test system. Upon turning on the rear circuit breaker, the fan spin, all light emitting diodes (leds) on the personality module video audio (pmav) lit up, but the front power switch would not go to standby. After troubleshooting, the isi core controller (icc) board and video slice (vsl) 1 board have failed. There was sign of fluid running down the core. The unit was scrapped due to fluid contamination.